Manufacturer narrative:
Additional info will be provided once the investigation is completed. A similar product with serial number (B)(4) was also implicated in the event.

Event description:
It was reported that during a case, the black coating at the tip of the unit was peeling off. It was further reported that the case was delayed long enough in order to swap out the unit.